Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the buttons were unresponsive to presses. The patient reported that she went swimming with the pump; the patient confirmed that there was no damage to the keypad or pump case and the battery compartment was dry. The patient reportedly wore the pump in an undergarment and cleaned the pump with liquid dish soap.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, moisture was observed behind the display lens; a leak test revealed that the display lens was leaking and residual moisture was found inside the pump.